Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips fired successfully across the cystic duct. On the third firing across the cystic artery, the clip scissored and cut the cystic artery. The artery was grabbed with a grasper and a new device was fired successfully across the artery to control the bleed. The procedure was prolonged by five minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.